Event description:
Customer receiving system errors. Stated that she had turned off the device, and when turned back on, it began running a test without a glucose strip being in the device. The customer stated, that the device gave a result. The customer also stated, she took a reading that didn't appear in the memory. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.